Manufacturer narrative:
(B)(4). Correction - additional manufacturer narrative - the other starclose se device, referenced was filed under a separate medwatch manufacturer report reference number. (B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The failure to deploy the clip was not confirmed. The investigation was unable to determine a conclusive cause for the failure to deploy; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an puncture closure of an unspecified vessel was attempted using a starclose se device after a diagnostic procedure. Reportedly, the clip did not deploy. A second starclose se device was used with the same results. Another starclose se device was used to achieve hemostasis. There was no reported adverse patient sequela. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.